Manufacturer narrative:
H6: 86=device has been destroyed.

Event description:
Catheter failed to provide cardiac output values while the pt coded and expired. The defvice was disposed. No conclusion was reached on catheter malfunction in relation to pt's expiration.